Event description:
It was reported that the patient was expected to undergo a revision surgery of the inflatable penile prosthesis on (B)(6) 2019 due to unspecified reasons. A new inflatable penile prosthesis device is expected to be implanted during the revision surgery. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient had the inflatable penile prosthesis removed due to fluid loss in tubing near the reservoir plus fluid loss from right cylinder wall breakdown. The patient did not experience any symptoms except that the device stopped working. A new inflatable penile prosthesis consisting of 21 cm x 12 mm cylinders, pump, and reservoir were implanted. The patient outcome was reported as good.